Manufacturer narrative:
Details of complaint: on (B)(6)2020, customer at southern new hampshire medical center reported unit is stuck in software boot loop when retrieving any historical data on any of the tables on pu-681ra with serial# (B)(6). Investigation conclusion: root cause of the issue was identified to be corrupt software. Warranty of the device is valid till 10/23/2020. The reported issue is not suspected to be caused by a deficiency or non-conformance of the nk device and no risk assessment is performed. While the cns was boot looping, it was unable to monitor patients. However, the patients would still have been monitored on the bsms. Once the cns was booted back up, they were able to resume monitoring of the patients on the bsms. They only had issues with retrieving and printing historical data after the boot up. The risk priority of the issue is categorized as: low

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was initially unable to retrieve historical data on any of the tables for a bed, so the unit was rebooted. Now the unit is in a software boot loop. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was initially unable to retrieve historical data on any of the tables for a bed, so the unit was rebooted. Now the unit is in a software boot loop. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the customer stated that there were 3 through 4 bedside monitors (bsm) being used in conjunction with the cns, but they did not provide the model or serial numbers for those bsms.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was initially unable to retrieve historical data on any of the tables for a bed, so the unit was rebooted. Now the unit is in a software boot loop. No patient harm reported.